Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the second for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects that would have caused or contributed to the reported event was observed. The sample was tested on a calibrated console and could prime and tune with the handpiece successfully and could achieve maximum vacuum. No system message was generated during functional testing. The irrigation and aspiration flow rates were measured and found to be within specifications. No occlusion or obstruction was observed during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned cassette was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that aspiration failed during a procedure due to clogged aspiration tubing. The product was replaced and procedure completed with no patient harm.